Manufacturer narrative:
Citation: tandar, a. Et al. "Bioprosthetic aortic paravalvular leak: is valve-in-valve another solution?" J invasive cardiol 2017;29(1): earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding bioprosthetic paravalvular leaks (pvl) and a potential solution of using val ve-in-valve therapy. All data were collected from a single center. One case was regarding was a (B)(6)-year-old male with severe aortic stenosis and multiple risk factors. A 31 mm corevalve was placed with a depth of 6 mm. Following deployment of the valve, a moderate pvl with severe central regurgitation was noted on transesophageal echocardiogram (tee). Post dilation was carried out with no improvement of the leak. It was reported that the patient had a large annuls. Two months later, acute decompensated heart failure was noted for which he was treated medically. His repeat tee showed severe central aortic valve regurgitation. A repeat transcatheter aortic valve implantation (tavi) was performed with a non-medtronic 29 mm transcatheter valve which resolved the pvl. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.